Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. As received, the elective replacement indicator (eri) flag was noted. Tests were performed, and the pulse generator was at eri level. The device was implanted for 2.45 years, which did not exceed 75 percent of the four year projected longevity, and is considered premature battery depletion.